Event description:
It was reported that pump experienced malfunction. There was no reported adverse impact to the customer's blood glucose level. Customer declined troubleshooting assistance, planned to call back if problem persisted, and no additional information was received regarding further outcome or corrective actions.